Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure occurred. Identification of issue has been done by analyzing problem description and the service report. The pressure transducer boards, the expiratory channel board and expiratory valve coil were checked and have been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective pressure transducer printed circuit boards may lead to high pressure, defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure and defective expiratory valve coil may lead to stop of ventilation. There was no patient involvement. Since the device log were not available for further analyze and parts were not returned for investigation, the root cause of the event has not been determined.